Manufacturer narrative:
(B)(4). One (1) viper 5.5 ti cortical fix cannulated screw [product code: 1867-31-750, lot number: atfff9] was returned to the complaints handling unit (chu) for evaluation. Visual inspection revealed that the screw head had dissembled from the screw shank. The saddle remained inside the screw head. A small section of the threads on the screw shank were crushed, possibly caused by the removal tool during the extraction of the screw shank. The hexalobe feature (drive feature) was stripped. No other damages or abnormalities were observed on the threads inside in the tulip head, the flex ball and the saddle. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the screw head dissembling from the screw shank cannot be positively determined. A possible explanation may likely be that the tulip head was subjected to a higher than anticipated load resulting in the screw head pulling from the screw shank. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) (regional sales mgr.) Made (B)(6) (chu mgr.) Aware of a product issue. Dr. (B)(6) was inserting the screw, when the head of the screw came off. He then removed the screw shank and inserted another cortfix screw.